Manufacturer narrative:
Stryker was made aware of a patient death upon reception of MDR report #: mw5183865. The complaint has been updated to reflect this. Stryker performed a clinical review of the reported event and determined that the device use had an unknown contribution to the patient outcome. The following is the rationale which led to this conclusion: therapy pads are applied while CPR is in progress. The initial rhythm check occurs at device time 8:47:03 am and the provider administers a shock of 360j via manual mode at 8:47:09 am. CPR is restarted immediately after, and qrs complexes can be seen within the CPR artifact. At 8:49:08 am, therapy pads are disconnected and dashed lines appear with a flat impedance waveform. The signal reappears off and on for the next 3 minutes (approximately), and although there are brief moments of consistent ECG reading, the impedance waveform at these times indicate strong motion artifact and therefore the rhythm displayed is unreliable. During this time the user attempts to charge the device several times, and the energy is cancelled a total of 3 times. The next time a clear, reliable ECG rhythm/impedance waveform is visible is at 8:52:09 am and CPR is in progress. A rhythm check occurs at 8:52:36 am, and the patient is in a non-shockable rhythm. The user charges the device prior to the check, and the energy is cancelled at the end of the rhythm check. The patient remains in a non-shockable rhythm for the remainder of the case (34 minutes). Overall, the gap between the initial rhythm check and 2nd rhythm check is 5 minutes and 27 seconds due to the inability to obtain a clear pads ECG reading. It is unknown what the rhythm was in between this gap, and therefore it is unknown how this issue contributed to the patient¿s outcome.

Event description:
The customer contacted stryker to report that their device would dump the shock. The customer also advised that the device prompted that the defibrillation pads were disconnected. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. Stryker received MDR report #: mw5183865 from the FDA on february 19, 2026, which indicated the patient did not survive. The MDR report indicated the device canceled or dumped the shock several times during event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the device displayed therapy pads off. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would dump the shock. The customer also advised that the device prompted that the defibrillation pads were disconnected. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device would dump the shock. The customer also advised that the device prompted that the defibrillation pads were disconnected, which would in the ECG not being displayed. The customer also observed the device would not deliver a shock when the shock button was pressed. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. Stryker received MDR report #: mw5183865 from the FDA on february 19, 2026, which indicated the patient did not survive. The MDR report indicated the device canceled or dumped the shock several times during event.

Manufacturer narrative:
As reported in the initial MDR, MFR report # 0003015876-2026-00210, the reported issues were verified through a review of the electronic records, however, the issues were not duplicated during the device testing. Stryker reviewed the body camera footage of the incident observed that the user did not follow the device operating instructions. The user removed and reapplied used defibrillation pads during patient care. Additionally, the device logs were reviewed by stryker, and it was determined that the reuse of the pads led to increased impedance values. As such, the device then performed as intended and dumped the charge due to the high impedance values and the poor patient connection. The cause of the reported issues was due to use error.